Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasion was noted at 11.8 ¿ 12.8 cm and 14.1 -14.5 cm from the connector pin, breaching the optim sheath only consistent with lead friction to the device can. Clavicular crush damage was found at 25.0 ¿ 27.0 cm from the connector pin. All the lumens were damaged and the rv cable was broken and burnt. The inner coil and all other cables were not returned with the lead. This is consistent with the observation from the field of inappropriate therapy, high defibrillation lead impedance and insulation damage.

Event description:
It was reported that when the patient presented to the emergency room after receiving inappropriate therapies for atrial fibrillation with rapid ventricular response, high, out of range hv lead impedance on right ventricular lead was observed. The episodes noted that a possible high voltage lead issue was detected. Insulation abrasion was observed on the lead. Pace/sense portion of the lead was capped and replaced previously on (B)(6) 2017. Noise was observed on the v sense amp channel. Both leads were explanted and replaced on (B)(6) 2017. Patient¿s condition was stable throughout.